Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. G3: date received by manufacturer additional information. G6: report type updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional information. H6: adverse event problem additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.